Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that pinch valve pv42 was broken. The fse replaced the broken pinch valve, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the secondary probe of the coulter hmx analyzer with autoloader while running shut down. The volume of the leak was about 50 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.